Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, the touchscreen began working as intended. Additionally, it was reported that the customer delivered a correction bolus, but consumed less food than originally accounted for. Subsequently, customer experienced a blood glucose level ranging from 42 to 62 mg/dl. Bg was addressed via consumption of glucose tablets. Customer continued to use the pump for insulin therapy.